Event description:
Reported blood glucose results of 286 mg/dl and 422 mg/dl with a lifescan meter, performed within 10 minutes of each other. A check strip test was performed and the result fell within the specified range. Meter and test strips were replaced.